Manufacturer narrative:
The stent was returned for analysis. The stent delivery system with balloon was not returned. The reported stent dislodgement was confirmed. D9/h3: subsequent to filing the previous reports, the stent was returned; however, the stent delivery system was not returned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device was prepped prior to removal of the sheath. Additionally, it was reported that the stent dislodged prior to use; however, it was inserted into the anatomy before the dislodgement was identified. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally, it should be noted that the instruction for use lists the step for packaging removal of the product mandrel and protective stent sheath to be performed prior to the step delivery system preparation with contrast. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. It should be noted that the instructions for use indicate to remove the stent sheath prior to prepping the device with contrast. The reported instructions for use deviation related to prepping with contrast prior to sheath removal could cause expansion of the balloon in the sheath increasing the outer diameter of the balloon and stent. It is possible that inadvertent mishandling during preparation of the device combined with prepping with contrast prior to the sheath removal may have contributed to the reported stent dislodgement prior to use; however, this cannot be confirmed as the device was not returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9/h3 - device available for eval updated from 'yes' to 'no'.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery. The 2.75x38mm xience proa stent delivery system (sds) was advanced across the lesion and it was noted on fluoroscopy that the stent was not on the balloon. The stent was found in the stylet at the back of the table. There was no resistance removing the sds from the dispenser coil and there was no resistance during removal of the stylet or protective sheath. The sds was prepared before the sheath/stylet removal. No force was applied during the removal of the sheath/stylet and there was no manipulation/handling of the stent implant at any point. Another non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xiencepro a device is currently not commercially available in the us; however, it is similar to a device sold in the us.